Event description:
It has been reported to philips that the system gave an error message of ¿tube problem no exposure possible¿. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system gave an error message of ¿tube problem, no exposure possible." As a part of troubleshooting, the field service engineer (fse) inspected the system onsite, checked the log files and confirmed the issue with the high voltage unit in the generator. The high voltage unit in the generator was replaced in another work order which resolved the issue temporarily. However, the same issue reoccurred again, and the issue was resolved by replacing the x-ray tube and power distribution unit dual switch module. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.